Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 15:00:11. Daily pace impedance trend data shows an abrupt spike increase for ventricular pace bi impedance=988 to 4047 ohms peak between (B)(6) 2010 and (B)(6) 2010, then returns to 1007 ohms on (B)(6) 2010. Weekly log data shows varying impedance for max ventricular pace bi impedance over the range 494 to 1045 ohms between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the right ventricular lead had high and increased impedance and a "possible loose pin." The lead was repositioned and is still in use. No patient complications have been reported as a result of this event.